Event description:
It was reported that the patient presented in clinic due to symptoms of dizziness and fainting. It was discovered that the patient's implantable cardioverter defibrillator (ICD) exhibited premature battery depletion. The ICD was explanted and replaced. Patient was stable.

Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. Rapid battery depletion was due to excess high voltage (hv) charges. The cause of the excess hv charges was due to the patient¿s physiology. Longevity analysis found the battery depletion was normal based on the device usage. The device was analyzed in the lab and telemetry, impedance, sensing, pacing, and high voltage (hv) output functions were tested and found to be normal. No other anomalies were found.